Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results for 2 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 16.80 ng/ml. The repeated result was 26.6 ng/ml the result using a new reagent (lot 827023) was 26.2 ng/ml. Patient 2: on (B)(6) 2025 the initial result was 16.10 ng/ml. The repeated result was 24.0 ng/ml. The result using a new reagent (lot 827023) was 22.9 ng/ml. The samples were repeated because the customer performed a method comparison.

Manufacturer narrative:
Section b3 date of event was updated. The repeated results for patient 1 occurred on (B)(6) 2025. The result of 26.2 ng/ml was obtained with reagent (lot 775855). The initial result for patient 2 occurred on (B)(6) 2025 and the repeated results occurred on (B)(6) 2025. The result of 22.9 ng/ml was obtained with reagent (lot 775855). The expiration date for reagent lot 775855 was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The samples were frozen between measurements. The investigation did not identify a specific cause of the event. Sample-related factors could not be excluded. The investigation did not identify a product problem.